Event description:
On (B)(6) 2012, the following info was provided to cook: one stent of the same type had been successfully implanted by the doctor. The doctor was trying to implant a second stent. The second stent was advanced to the middle of the cholecochal duct. The stent partially deployed approximately 1 cm event though the safety lock of the handle was still locked. The device was removed and another product was used to finish the procedure. This info was deemed MDR reportable based on the occurrence of removing a partially placed metal stent while the stent is in contact with the duct. On (B)(6) 2012, the product was received for eval. Our initial eval of the returned product indicated the stent had not partially deployed from the delivery system. This did not reasonably suggest that a reportable event had occurred. This report was deemed to not be MDR reportable. On (B)(6) 2012, the approved supplier received the product for eval. After deploying the stent, they confirmed approximately 3mm of the stent had broken and was not included in the return. This info was deemed MDR reportable based on the occurrence of stent breakage (which had not been reported to cook prior to (B)(6) 2012. This info was communicated back to the initial reporter. We received confirmation from the initial reporter that no section of the device remained in the pt and no additional procedures were required. While the 3 mm section of the stent could have gone missing during storage or transportation, this MDR is being provided out of an abundance of caution. This MDR is being provided within 30 days of when the approved supplier received the product for eval ((B)(6) 2012). The initial reporter indicated a section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: the product was returned to the approved supplier for eval. They provided the following info: 1 x (B)(4) device of lot number w2987373 was returned for eval. On eval of the returned device it was noted that the red safety tab was still in place. The inner catheter was slightly kinked and did not retract fully. When the safety tab was removed and the stent was deployed it was noted that a part of the stent was missing. The detached part of the stent was not returned. The stent was measured and confirmed to be approximately 7.7 cm. Approximately 3 mm of the metal stent was confirmed to be missing. The device history record for the lot number said to be involved was reviewed. A discrepancy was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Prior to distribution all (B)(4) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.